Event description:
It was reported that: "review of the provided medical records revealed that the devices implanted on (B)(6), 2009, were revised on (B)(6), 2010, due to reported pain and tibial baseplate loosening. The first revision was reported in per (B)(4)."

Manufacturer narrative:
This is the same pt as MFR # 2249697-2010-01130. A supplemental report will be submitted upon completion of the investigation.